Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller stated the device is shutting down unexpectedly, without presenting any sound alarm. No adverse event alleged. No product will be available for investigation.